Event description:
Customer's spouse reported customer's device = 500mg/dl. Paramedics were called and their device = hi. Customer was treated with an IV and taken to the hospital. Hospital treated customer but patient was unclear whether it was for dehydration or as a result of the device reading. No controls. A request was made for return product and replacement product was sent.